Event description:
Failed mechanical suturing device, right femoral artery. Occurred during cardiac catheterization. Device would not deploy. Unable to remove device. Immediate surgical consult and intervention required. Device removed in surgery with right femoral artery exploration and right common femoral endarterectomy with vessel repair.